Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) exhibited a sensing issue in which p-waves could not be accurately measured. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.